Manufacturer narrative:
On 3/16/2018, mentor received additional information that the patient underwent bilateral removal and replacement and the replacement device for the deflated right implant is mentor smooth round moderate profile saline breast implant catalog number: 3501655, serial number: (B)(4), on initial report the explant date was reported as (B)(6) 2018, the correct explant date in (B)(6) 2018. On 03/20/208,the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left breast implant saline mentor smooth round moderate profile 350cc, serial number (B)(4), catalog number 3501655. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with mentor smooth round moderate profile 350cc saline breast implants which the right side deflated after implantation. The issue was diagnosed during the physical examination. As a result, the patient had the device explanted on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Product evaluation team discovered a rent measuring approximately 0.1 cm within a crease on the anterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).